Event description:
The user reported that 3-4 mm of the bur lodged in the bone during a laminectomy with fusion. It was reported the device broke while trying to create a hole for placement of instrumentation for the fusion. All pieces were able to be retrieved within 3 minutes by using another bur to access the retained piece.